Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient was unresponsive and was being taken to the hospital. According to the consumer, the patient had their pump refilled on (B)(6) 2020 and while the consumer anticipated the patient to be sleeping, they were not anticipating it being "like this". The consumer indicated that the patient had urinated on themselves quite a bit, which confirmed for the consumer that the patient was not aware of what was going on. The consumer was requesting a dosage adjustment to be performed at the hospital.